Event description:
Reporter alleged discrepant blood glucose results during back to back testing. Customer stated glucose measured 298 mg/dl at 8:59 am, 540 mg/dl at 9:00 am, 180 mg/dl at 9:01 am, 222 mg/dl at 9:02 am, and 148 mg/dl at 9:06 am. As a result of the comparison, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.